Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt is no longer able to hear with her device. Testing shows that the device has malfunctioned. A CT scan doesn't show any obvious problem regarding the implanted side and the inserted electrode. The processor was checked and found working.